Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, ln 07k78-35, lot 92575ui00, a.i.d.d longford, ireland to architect i2000sr, ln 03m74-02, serial (B)(6), abbott manufacturing irving, tx, USA. MDR number 1628664-2019-00527 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. Patient identifier: complete entry: (B)(6).

Event description:
The customer observed a false positive architect total b-hcg for a (B)(6) female patient. The following patient data was provided: sid (B)(6): initial result = 945.41 miu/ml, repeat = <1.2 miu/ml. No impact to patient management was reported.